Manufacturer narrative:
(B)(4). Date initial report sent: (B)(6) 2010.

Event description:
Procedure type: inguinal hernia repair. According to the reporter: during the procedure, the balloons would not deploy. There was no unanticipated blood/tissue loss, or extended operating room time. No patient injury was reported.